Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during an arthroscopy, the fast fix 360 failed since after t1 was deployed successfully, the deployment knob could not be returned. The procedure was successfully completed with three minutes of delay using a back-up device. No other complications were reported.

Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. A visual inspection was performed on the product. No suture or anchors were returned. The depth indicator button was in the default position. The actuator tip was in the t1 position. A functional evaluation was conducted. The actuator tip felt detached from the deployment slider. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factor that could have contributed to the event include a possible failure of the actuator push assembly. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
D4, unique identifier (UDI) was updated.